Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A product engineer is performing a device evaluation at this current time. Unable to determine the cause of the event.

Event description:
Date of implant: in 2005. It was reported that a patient underwent a spinal fusion with instrumentation at t2-l2 levels due to scoliosis. Approximately 1 year 9 months post-op, it was reported x-rays revealed non-union with setscrew back out at the l2 level and loose setscrews noted at the l1 level. Patient underwent revision surgery to remove and replace the hardware. No patient complications were reported.